Manufacturer narrative:
(B)(4): added additional information upon receipt of the device, it was confirmed that the 4-40 threads where the hand piece stud interfaces were damaged inside the device. The blade was visually inspected and it was in good physical condition and not broken in any way. Due to the damaged 4-40 threads, further functional testing could not be performed as the damaged threads prevented the device from attaching to the hand piece. It could not be determined why the threads are damaged. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken. The broken part was retrieved by forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.